Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h4; h6. Visual examination of the returned product identified gouges and indentations are noted to the handle body and strike plate from previous uses. Tip is confirmed to be fractured. Fractured piece(s) were not returned with the device for evaluation. No other damage was noted. Device has an approximate field age of 4 years. Where measured, within specification. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in netherlands. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of an inserter broke off during insertion of a femoral stem. The tip of the inserter remained in the prosthesis, and the prosthesis not used. It was reported that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2.

Event description:
No further information at the time of this report.